Event description:
Pt admitted (B)(6) 2013 with heart failure due to cardiomyopathy, coded (B)(6) 2013 placed on ECMO, cannulated and placed on berlin heart on (B)(6) 2013. On (B)(6) 2014, pt was sitting in bed awake interacting with attendant. At 7:30 pm, rn heard berlin ikus machine alarming. Rn entered room, saw pt sitting up in bed, in a pool of blood. Attendant at the bedside also noticed the pool of blood at the same time. Not apparent where blood was coming from. Rn followed unit protocol, immediately clamped the berlin cannulas proximal to the pt and activated a code. After the cannulas were clamped, pt became unresponsive. Pt was intubated, code drugs were given, ECMO protocol initiated. Once surgeons arrived they placed pt on ECMO using the same cannulas already in placed for the berlin heart lvad. Resuscitation was not successful. Pt was pronounced dead at 8:30 pm. During the code in preparation for ECMO, surgeon unclamped the clamps on the cannulas, blood was seen spurting from the outflow arterial cannula just distal to the connection site. Massive transfusion protocol was initiated at the beginning of the code and pt received multiple rounds of blood products. The surgeon disconnected the berlin heart pump by cutting the cannulas and ECMO was initiated using the existing berlin cannulas. Pt had massive bleeding from her trachea, mouth and her abdomen became firm and distended. The code was called and pt was pronounced dead at 8:30 pm. The outflow arterial cannula was noted to have a transverse crack, over the metal adapter. Berlin heart inc was notified of the event on (B)(4) 2014 by the clinical team. The devices including the berlin heart pump, cannulas, and connectors, were sequestered and were sent for examination by an independent medical laboratory experienced in examination of vads. A copy of the confidential report was shared with berlin heart inc.